Event description:
It was reported that the caregiver (cg) made a mistake and connected the home patient (hp) to the patient line during the setup for automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. The cg said that they connected the hp before the prime. The technical service representative (tsr) had the cg press stop and turn the hc off. The tsr instructed for the hp to disconnect and start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy before the line was properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.